Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip heated up toward the end of a procedure. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Device not yet received by manufacturer.

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip heated up toward the end of a procedure. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Only the battery holders and batteries were received. Handpieces and electrical system were not returned. Overheated indications (melted plastic) were observed near 3 spring¿s areas on both battery holders. Since an incomplete units were returned no additional testing / evaluation can be performed. Therefore, the claimed condition was confirmed. The device was scrapped at the manufacturer.